Manufacturer narrative:
Investigation summary: bd received 1 customer sample in the opened original blister package was received for evaluation. The sample was evaluated by visual examination and the indicated failure mode for separation defect with the incident lot was observed. A definite root cause for the missing sleeve could not be determined however, the root cause of the luer separation defect is that the male luer was not properly seated in the female luer. Further processing of the part occurred with inadequate purging of the part. Awareness of this complaint has been created within the business team. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set was missing the sleeve cover for the non-patient end cannula. The following information was provided by the initial reporter: "on (B)(6) 2021 inpatient lab services reported a clean needlestick from a defective 23g ultratouch push button butterfly. The vacutainer adapter was not attached to the tubing and the needle was exposed. There was no rubber sleeve on the needle. The tech who opened the package and was removing the butterfly was stuck by the adapter. "